Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an coyote nc balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. Microscopic inspection revealed a pinhole in the balloon material. There was tip damage. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the moderately tortuous and severely calcified below the knee (bk) vessel. A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a coyote fc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the moderately tortuous and severely calcified below the knee (bk) vessel. A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a coyote fc balloon catheter. No patient complications were reported and the patient's status was good.